Event description:
It was reported that there was no stimulation sensation. The pt was only getting stimulation on her right side. There was no stimulation sensation from her waist down to her left foot. The pt had stimulation over the weekend. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).